Event description:
Customer reported via phone call, the insulin pump had alarmed motor error. Customer was outside doing yard work and stated he may have press the buttons for a long period of time when he bent over. Customer's blood glucose was 87 mg/dl. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer declined returning device as he had another insulin pump which only need to be programmed. Customer will reach out to his endocrinologist for correct setting. Customer was advised to reset the device and to wait for a few hours and he might be able to retrieve setting from current device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.